Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation is on-going. A device history review was conducted and it was found that the parts conformed to all requirements.

Event description:
A report was received regarding an interbody fusion at l4-5. As the surgeon was using the trial quick coupling handle, he noticed a pin come out of the handle. The pin had fallen onto the sterile field, not into the patient. The surgeon removed the trial handle and retrieved the pin. The procedure was delayed approximately 3 minutes. The surgeon used another handle to complete the procedure. No adverse effect to the patient was reported.

Manufacturer narrative:
Device used for treatment. The part was inspected. Visual results: the unit was in a sealed poly bag. The quick connect collar with pin in hole of collar was separate from the rest of the instrument. The collar and shaft of the quick connect do not show any visible signs of damage. The collar and shaft were inspected per the s. S. White drawings; all dimensions meet the drawing requirements. The ball and spring were not returned with the instrument. An unknown force separated the two pieces. No visual evidence supports this. Possible: the collar hole is oversized and the pin fell out or the pin is undersized and fell out. The pin is press fit, so it is difficult to determine if the hole or pin dimensions were nonconforming at the time of assembly. It is undetermined as to how this assembly came apart.